Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that something was loose inside the device, the power button was not working and the speed dial was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-testing process, it was observed that the power button on the console device was not working and the speed dial was missing. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.